Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). An unspecified sized non-bsc stent was implanted to treat the target lesion. An f/g, sterling, mr, 6.0 x 20/135 (4f) balloon catheter was selected and advanced to post dilate the stent. During the 2nd inflation, the balloon ruptured at 6atms. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B) (6): the complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).